Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.

Event description:
The patient underwent a 1.5 tesla magnetic resonance imaging scan of her knee. After the scan it was not possible to switch on the implantable neurostimulator. The device was replaced (see mfg. Report # 9614453-2010-04000). When the implantable neurostimulator was replaced, the surgeon was unable to fully insert the existing extension into channel 0-7. Strong resistance was felt when the last contact was being inserted. The extension was easily inserted into channel 8-15. The physician tried to put a new (and therefore a bit more rigid) extension of the same model into the channel 0.7. It was initially not possible to fully insert the new extension into the neurostimulator head. He tried several times when suddenly it was possible to insert all contacts of the extension. The hcp stated that he sensed something 'flip open' in the blocked pathway. The initial extension was easily inserted into the neurostimulator head. Impedances were normal. There was no patient injury associated with the event. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.